Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose at the time of the incident was 529 mg/dl and current blood glucose 467 mg/dl and another blood glucose level was 500 mg/dl. The customer stated that she does not want to complete ts for her high bg. The insulin pump will not be returned for analysis.